Event description:
Pt reported obtaining a blood glucose result of 536 mg/dl on the advantage system. Based on this value, pt phoned emergency medical services for assistance. Upon their arrival, <10 minutes later, patient's blood glucose reportedly measured 92 mg/dl on paramedic's device. No treatment was received and no pt injury was reported. Pt did not provide the location where the discrepant result was obtained. Quality control testing had reportedly been performed on the advantage system and the values were within acceptable ranges. Technical suport requested the return of the suspect product and replacement product was shipped.